Event description:
It was reported that the patient was feeling stimulation up until the day prior to this report. The device was checked with the implantable neurostimulator recharger (insr) and stimulation was on and the implantable neurostimulator (ins) battery was almost full. It was noted that the patient had never used the patient programmer (pp). It did not sound like the patient knew how to use it. The patient had to put batteries in the pp and then synchronized with the ins. Stimulation was confirmed to be on and was at 0.0 volts. It was unknown how the ins was programmed at 0.0 volts as the pp had never been used, no recent interrogation with the clinician programmer was performed, and the device never went into overdischarge. The patient was aided in increasing stimulation and the patient felt comfortable stimulation. Follow-up determined that the manufacturer representative (rep) had not yet met with the patient as the patient was having a hard time finding time due to work issues. The patient was getting good stimulation and was doing well and getting relief. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).